Event description:
It was reported that noise was observed on the right ventricular (rv) lead. Noise leading to oversensing and inappropriate automatic mode switch were observed on the right atrial (ra) lead. Lead damage was suspected on the rv lead and ra lead but was not confirmed visually. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored. There were no adverse consequences.